Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified missing label information. The following information was provided by the initial reporter. The customer stated: 11 packs 367957 with lot number 2084348 ¿ no label. 1 pack 367957 ¿ torn label.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified missing label information. The following information was provided by the initial reporter. The customer stated: 11 packs 367957 with lot number 2084348 ¿ no label. 1 pack 367957 ¿ torn label.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but did receive one photograph from the customer in support of this complaint which indicated shelf packs without labels and 1 shelf pack with torn label. Additionally, two (2) retained shelf packs were evaluated by visual examination and the issue was not observed. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.